Event description:
It was reported that the monitor mount of the panel holder of the ventilator was broken. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. In case of a broken panel holder, it may lead to stop of ventilation (extubation) or injury. It is unknown under which circumstances the failure occurred. The evaluation of the returned picture shows that the flange of the head shaft was broken away. The flange is a part of the fixing mechanism at the bottom of the head shaft for the support hinge to the panel. The broken flange implies that the panel unit has over time been exposed to high mechanical forces. According to the information provided by the technician, the issue has been solved by installing the user interface holder repair kit. The device passed all performance tests and could be returned back to clinical use. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it was designed to sustain. No further actions have been deemed necessary. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/01/2011. Corrected manufacture date: 09/27/2011.

Event description:
Manufacturer ref. #: (B)(4).